Manufacturer narrative:
Device evaluation of battery packs (B)(4) been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was non-functional when placed in a charger and monitor. Upon evaluation, there was contamination on the connector. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery packs.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.